Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first firing the clip formed fine. The second firing on the cystic duct, the device deployed two clips, one clip was completely unformed and one clip was not fully formed. The surgeon removed the partially formed clip from the duct and continued to use the same device to complete the procedure. There were no adverse consequences for the patient.